Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. The computer (product ID: computer 9735764r nav with pcoip s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that computer components were damaged or failing. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was unable to boot up, as it had a black screen with white scrolling text upon boot up. Troubleshooting steps were performed. The manufacturer representative rebooted the system, but the issue remained unresolved. They also reseated the solid-state drive (ssd) in the computer. Upon bootup, the system displayed several error messages, one of which included "failed to start pulse audio." It was noted that the issue persisted after two reboots. The manufacturer representative was going to try to shut down the system and confirm that the ssd was fully seated in the computer. The probable cause of the issue was suspected to be duet the ssd. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764r, serial/lot #: -, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.